Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient reported unspecified symptoms after their in clinic device check. The patient indicated that they felt they were going to pass out. The patient was brought into the clinic and right ventricular automatic threshold testing was performed. The patient indicated that they felt the same unspecified symptom when the test ended. It was determined that the right ventricular (rv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited high pacing thresholds and loss of capture. There was no asystole greater than 2 seconds. An invasive procedure was performed to explant the lead. Additional information indicates that the physician and boston scientific field representative did not see any indication from the lead as to what caused the observations. The physician thought that the patient could have exit block. The device remains in service. No adverse patient effects were reported.